Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: rn attempted to place 18g angio cath IV (lot #4102966). IV wouldn't thread after blood returned. When rn pulled IV back the plastic cannula was bent and split apart from needle. Product disposed. Event date 12/11/2024 patient harm no.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4102966. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.